Event description:
It was reported that during implant procedure, atrial lead could not be inserted into atrial port of the header. After retracting set screws and using silicone oil, the header would still not accept the lead. Noise was also noted on an atrial egm. Device

Event description:
It was reported that during implant procedure, atrial lead could not be inserted into atrial port of the header. After retracting set screws and using silicone oil, the header would still not accept the lead. Noise was also noted on an atrial egm. Device was not implanted and was replaced.

Manufacturer narrative:
The reported field event of the inability to insert the atrial lead into the header was confirmed in the laboratory. Epoxy was noted in the contact spring of the atrial lead bore. The cause of the epoxy in the spring was a manufacturing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to insert the atrial lead into the header was confirmed in the laboratory. The device was t...